Manufacturer narrative:
(B)(4). W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
On (B)(6) 2022, this patient underwent a reintervention for a previously implanted valiant thoracic stent graft (32 mm) using a gore® tag® conformable thoracic stent graft with active control system, a gore® excluder® aaa endoprosthesis (aortic extender) and a gore® dryseal flex introducer sheath (dsf). Reportedly, the gore field sales associate who attended the procedure discussed conduit construction for access with the physician before the procedure as the access vessels were not in good condition and narrow (5.26 mm to 6.72 mm in diameter), and dissection had occurred in the right external iliac artery during the previous procedure of valiant implantation. However, the physician determined to access from the left common femoral artery. The nominal outer diameter of the 22fr gore® dryseal flex introducer sheath is 8.2 mm. A 22fr dsf was inserted from the left common femoral artery. There was strong resistance during advancement of the dsf, but blood pressure was stable, and all the planned devices were deployed successfully. An angiography for the access vessels showed a dissection near the bifurcation point of the iliac artery and the left external iliac artery. The left internal iliac artery was occluded due to the dissection. The external iliac artery was repaired when closing a surgical incision. No treatment was given for the occlusion of the internal iliac artery and wait-and-see approach would be taken. The patient tolerated the procedure. The reporting physician commented as follows: the access vessels¿ condition was poor, and dissection was within expectation.